Event description:
It was reported that during a lar procedure, the device fired but failed to deploy staples full (malformed). Staple line was oversewn. Case completed with another device of the same product code. No pt consequence.

Manufacturer narrative:
Date sent: 06/26/2006. A1, 2,3,4; b6, 7; d11: information was not provided. D4; h4, 6: information anticipated, but unavailable at this time.